Manufacturer narrative:
(B)(4)

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead exhibited intermittent loss of capture and continues to exhibit noise. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead remained implanted.